Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: h4: unknown at this time. The complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: error ¿fc02¿ occurred after connecting the handpiece to the device. Functional : electrical short per service reports, this complaint was confirmed. The defective parts need to be replaced to resolve the issues. Based on the investigation findings, the faulty parts were identified as the root cause for the device failure during the service evaluation. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an unspecified surgical procedure it was observed that when starting to use the shaver handpiece 2.0 with buttons device, along with a fms vue ii pump-shaver box device, had an unusual rotating sound and an error sound occurred. The product then became unusable. There was a 30-minute surgical delay. Another like device was used to complete the procedure. There were no adverse patient consequences. It was reported that after the procedure, it was confirmed that the rotations per minute (rpm) were not stable, and the rpm did not seem to change whether the rpm was increased or decreased. It was reported that after maintaining the rotation for a while, an alarm suddenly sounded and an fc2 error code was issued, rendering the product unusable. At that time, the handpiece was so hot that it could not be held with bare hands, and an odd/burning odor was also observed. It was reported that the device was used four times in the procedure. No additional information was provided. This is report 2 of 2 for the same event.